Manufacturer narrative:
Batch review performed on 30-jan-2023. Lot 2206395: (B)(4) items manufactured and released on 23-jun-2022. Expiration date: 2027-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2213324: (B)(4) items manufactured and released on 15-jul-2022. Expiration date: 2027-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.